Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of the heartmate ii lvas. A specific cause for the reported gi bleeding cannot be conclusively determined through this evaluation. It was reported that the patient was admitted for acute blood loss anemia and complaints of dark stool and fatigue. The center communicated that the patient is a chronic bleeder who has been off warfarin for 2 years. Labs, including hematocrit and hemoglobin, were collected daily and the patient¿s bleeding stabilized after been transfused 3 units of blood. As a result, the center deiced not to do an endoscopy. The patient was supposed to be discharged on (B)(6)2019; however, vad interrogation on (B)(6)2019 revealed a pump stop on batteries. On (B)(6)2019 a distal end driveline repair was performed by an abbott technical services representative under work order (B)(4). Immediately following the distal end driveline repair the patient incurred multiple pump stops while connected to a grounded patient cable and subsequently underwent a pump exchange on (B)(6)2019. The patient will be placed back on warfarin and will undergo regular labs to ensure stable inr and hemoglobin/hematocrit. The pump was returned assembled with the driveline cut approximately 0.75¿ from the pump body and two severed portions of driveline, measuring approximately 7¿ and 26.5¿, were also returned. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the red, orange, yellow, and green wires approximately 2.5¿ from the pump body. Continuity testing was performed and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test revealed additional insulation breaches in the brown and black wires, approximately 2.5¿ from the pump body. The conductors of the red, orange, yellow, green, brown, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The disruptions in the wires would have also affected wire phases a, b, and c and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The resulting shorts to ground and phase to phase shorts would have caused the reported pump stop events and associated low speed/flow alarms, as seen in the submitted log file. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document contains information regarding recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d7: correction - the percutaneous lead from the driveline repair was received on (B)(6) 2019. The pump (serial number (B)(6)) was received on (B)(6) 2019.

Event description:
Subject was admitted with anemia and melena on (B)(6) 2019. On (B)(6) 2019, patient had a pump exchange due to pump stoppages.

Manufacturer narrative:
Correction b3. Additional information b5.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for acute blood loss anemia and had a pump stop while on batteries. Patient was admitted due to feeling tired and complaining of dark stools. Patient was given 3 units of blood before the bleeding stopped, therefore an endoscopy was not performed. Lab work was done daily while patient was anemic to trend hemoglobin and hematocrit as well as other labs. Patient was ready to be discharged when the pump stopped while on batteries. The patient was placed on an ungrounded cable on (B)(6) 2017 due to low speed alarms. Log file analysis did not have enough evidence to confirm the cause of the pump stops. There was a bend approaching 90 degrees but it could not be confirmed that this was the location of the potential perc lead issue via the x-rays. Driveline repair was performed on (B)(6) 2019. Approximately 3 inches of the driveline from the exit site was repaired and afterwards the patient was tethered on a grounded patient cable without issue. It was reported that the driveline repair failed and the patient had multiple pump stops while on a grounded cable. The patient had a successful hm ii to hm ii exchange (B)(6) 2019 and is doing well. The patient will start back on warfarin and labs will be done regularly to assure they are stable with inr and hemoglobin and hematocrit. Goal inr will be 1.5.